Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine subcutaneous implantable cardioverter defibrillator (s-ICD) device check, a health care professional (hcp) called boston scientific technical services (ts) to review an untreated episode. Ts discussed that the signal/morphology significantly changed and with a small amplitude. Ts discussed either positional changes causing system to move when body position changes. This can cause the sense vector to change or a rhythm disturbance like a different conduction pathway. Ts discussed it may be difficult, but recommended trying to recreate the issue and to check other sense vectors. Ts noted this is the first episode in over a year of device implant, so it is not occurring often, therefore would likely not recommend any programming changes. No adverse events or further issues reported.

Manufacturer narrative:
(B)(4).